Manufacturer narrative:
Date of event: the exact event date is unknown. The implant date, lot number, manufacture date, expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient experienced some recurring incontinence. The device is functioning well. A revisions surgery was performed and it was found that the patient already had a tandem cuff placed. The more proximal cuff was replaced and a transcorporal placement was utilized to position the new cuff. The patient is expected to fully recover.